Event description:
During scheduled generator replacement, a replacement model 103 generator was interrogated. However, it was observed that the new generator was showing neos = yes (near end of service). The company representative reported that the generator had been in a cold car and wondered if this could be the cause. The temperature was 38 degrees outside. The company representative reported that no electro cautery was used once the generator had come into the field and was not close to the generator at any point. It was unable to be confirmed whether electrostatic discharge may have contributed from touching the hex shaft. He could not confirm that this happened. The suspect device was not implanted. Another generator was able to be implanted without any further problems. The suspect device was returned to the manufacturer for analysis. Analysis of the suspect device was completed. The allegation of premature neos condition was not duplicated in the lab. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the memory locations revealed that 0.670% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
The short duration until neos (near end of service) condition due to a temporary low battery voltage condition caused by the battery reaction to cold temperatures has been confirmed. The battery voltage level recovered but estimation algorithm used the low battery voltage value that was stored in device memory (as designed), resulting in an invalid neos estimation. Labeling provides instruction on how to remedy the condition by performing system or generator diagnostics after the generator has been at room or body temperature for 30 minutes, but labeling instructions were not followed. The device was operating within specifications. With the exception of the temperature/voltage finding, there were no performance or any other type of adverse conditions found with the pulse generator.